Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen prolong articular surface, cat#: 00595203014 lot#: 62075233, nexgen stemmed tibial tray, cat#: 00598003702 lot#: 63413274, persona all polyethylene patella, cat#: 42540000032 lot#: 63569124, nexgen augments, cat#: 00598800427 lot#: 63533113, nexgen stem extension, cat#: 00598801215 lot#: 63491538. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06456, 0002648920-2017-00679, 3007963827-2017-00271, 0002648920-2017-00680, 0001822565-2017-07698, 0002648920-2017-00681. Remains implanted.

Event description:
It was reported that patient underwent a right revision procedure and continues to experience pain and soreness. Patient has severe pain when bending or sitting. Attempts have been made and no further information has been provided.